Manufacturer narrative:
The manufacturer's preliminary investigation has found that at first the customer thought that the gantry shift¬/rotation would not have had clinical effects. The table and gantry isocentre appeared to be in line (3mm with table iso rotation +90 and -90 degrees). On (B)(6) 2014, the customer provided new information that three patients were involved with significant table iso-rotation and that one patient might have had clinical consequences. The manufacturer has established that with this error there is no problem for treatments with the table isocentre at 0 degrees. This movement should have been detected by daily qa checks as stated in the instructions for use manual, but the room lasers were adjusted by the customer to match the moving gantry isocentre, therefore concealing the error. The integrity software has no means of detecting this fault. The daily qa checks highlighted this discrepancy, however, the users mis-interpreted the source of the relative shift and instead chose to re-align the room laser to match the gantry isocentre. A table isocentric check would have highlighted this issue. The gantry floor fixings were found at 50nm but should have been tightened to 240nm to be at the latest specifications. Preliminary risk assessment concludes the risk value for stereotactic treatments is within the tolerable region. For non-stereotactic treatments the risk is reduced to within the acceptable region. Both the gantry isocentre and room lasers have been re-set. The gantry bolts are to be re-tightened to 240nm. Investigation into the possible root cause is still ongoing.

Manufacturer narrative:
The manufacturer's investigation has concluded that some gantry base fixings have been coming loose, resulting in the gantry base moving by upto +/- 3mm at isocentre. Customers have observed movement in isocentre, and lasers were incorrectly reset to track with the gantry movement, hiding the issue initially as the precise table was not used to cross reference. The root cause has not been established as this cannot be replicated at the manufacturer's site. However the possible root causes identified are as follows: ·fixings were not tightened to the correct torque. ·planned maintenance were not conducted, so cause is difficult to track. ·vibration could lead to nuts backing off on anchor fixings. ·inferior concrete could lead to studs becoming loose. ·some sites have been observed to have floor finished under mounting positions of gantry base . ·cork and adhesive layer under gantry base shims may compress on new installation. ·jacking bolts should be fully retracted or removed to ensure they bare no load (can cause movement as not designed to support in use) . A field notice (important user notice) has been issued to inform customers that there is the potential for an isocentre misalignment and that once identified correlation between the digital linear accelerator, precise treatment table and room lasers should be investigated prior to any corrective action. Field notice was released 2nd february 2015. The manufacturer will also be updating the preventative maintenance manual (due by the end of february 2015) to ensure fixing are correctly torqued, floor finish is correct and jacking bolts are fully removed and stored. The final intended corrective action will be the creation and release of a non-mandatory modification kit that will contain anti vibration washers. The latest estimate for the release of the non-mandatory modification kit is july 2015.

Event description:
The customer reported that the table and gantry isocentre appeared not to be in line (2.6 mm with table iso rotation +90 and -90 degrees). Three patients were involved with significant table iso rotation. One patient might have had clinical consequences. This is under investigation by the hospital. At first it was thought the gantry shift/rotation would not have had clinical effects.